Event description:
It was reported that an ilet pump sustained a cracked screen after being bumped while in a pocket, after which the user could not adjust any on-screen settings, consistent with a device display malfunction and associated enclosure damage. Symptoms included no adverse clinical symptoms. Outcomes included no clinical impact, no medical intervention, and no hospitalization. Investigation included internal review of the reported damage and replacement of the device with instructions for shutdown, data sync via mobile app, and return of the original unit using a provided shipping label and inspection of the returned device. Investigation of this device revealed a physically damaged screen consistent with user-induced impact, resulting in a nonfunctional user interface; the device electronics and therapy delivery were not reported as affected. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external impact.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.